Event description:
The event is reported as: complaint alleges: the stapler released two staples at a time. The staples did not grip the skin firmly. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.